Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. Patient exams were analyzed and it was found that the exams did not contain the ac pc or midline points. Computed tomography (cts) scans displayed (B)(6) slices but contained two sets of exams, 3d model appeared stacked.

Manufacturer narrative:
Further information for analysis has been requested, but not received.

Event description:
During a deep brain stimulation case, the surgeon reported that after the final CT was taken and added to the patient file, they merged the exams and when they viewed their merge, the ac/pc (anterior commissure/posterior commissure) line seemed to have shifted 2mm posterior. The plan was initially done using a merged MRI t1 and t2. They established the ac/pc line, reformatted the exam, took an initial ceratom CT, and then merged the studies. They dropped the leads, did a final spin with the ceratom and then merged everything together. The merge appeared to be accurate. They began scrolling through the slices because the leads and target were at the acpc level. When they got to those slices, they saw the acpc collected pointed were shifted 2mm posterior. They cleared the merges, remerged, and the points were still shifted posteriorly. They then renamed the final CT and defined acpc on that exam, redid their planning, and found that the leads were placed on target. Surgeon was happy with placement and there was no impact to patient. This was a nexframe case with bone fiducials. Delay was 10-15 minutes.